Event description:
On (B)(6) 2013, the pt reported being diagnosed with a left eye (os) corneal ulcer to our (B)(4) affiliate. The pt reported falling asleep without removing her 1-day acuvue moist from astigmatism lenses. The following day ((B)(6) 2012), the pt could not open her os because of acute pain. The pt consulted an eye care professional (ecp) who instilled an anesthetic eye drop. The pt could not open her os for 2-3 days following the treatment. The pt reported she was diagnosed with (B)(6) keratitis and interior inflammation in the os. Pt reported her os has recovered. On (B)(6) 2013, our affiliate spoke with the ecp office who stated the pt was diagnosed with os corneal ulcer, uveitis, keratoconjunctivitis sicca, high intraocular pressure, and dry eye myopic astigmatism. Further f/u with the ecp on (B)(6) 2013, revealed the pt was initially seen on (B)(6) 2012, due to acute pain. Pt was diagnosed with a corneal ulcer and uveitis. The ulcer was located in the nasal, inferior limbal cornea, 7 o'clock to 9 o'clock position, and not reaching the pupil. Ciliary injection and ac cell and flare 3+ were observed. Os va was 0.7 (better than 20/30). Pt was prescribed predonine 5 mg for 3 days for the inflammation as well as, hyalonsan ophthalmic solution and ofloxin solution tid. Pt returned on 12/07/2012. Predonine was discontinued and pt was prescribed rinderon 0.1% 5x/day, continue other gtts previously prescribed. Pt returned for following (B)(6) 2012. Rinderon 0.1% was gradually decreased to tid. F/u conducted on (B)(6) 2012, noted the ulcer had improved, rinderon 0.1% was shifted to 0.01%. Hyalonsan ophthalmic solution and ofloxin solution were continued. Pt has not returned for f/u since then. The ecp did not consider the event serious since the event did not affect the va. The ecp attributed the development of the ulcer to the pt's cl use and sleeping in the lenses. No lot number was received, therefore a lot history review cannot be conducted. Based on all available info, no causal factors can be determined and no conclusion can be drawn. Additional info will be reported within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise mgmt review meetings.